Event description:
It was reported that this patient with this pacemaker was found unresponsive by paramedics with a heart rate in the 30's. The patient was brought to the emergency room (ER) for further evaluation. Upon device interrogation, it was found the right ventricular (rv) lead threshold had increased and the programmed rv lead voltage was no longer optimal for this patient, thus resulting in the reported clinical observations. Technical services (ts) was consulted and offered troubleshooting and device optimization recommendations. Ultimately, the device was reprogrammed and since has exhibited stable threshold and impedance measurements. No additional adverse patient effects were reported.